Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: ischemia/plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure involved treating a restenosis lesion of the obtuse marginal, which measured 3 x 10 mm, with a 70% stenosis and was mildly tortuous. The lesion was direct stented, using a 3.0 x 10 mm promus des, which resulted in a side branch flow impairment. A 3.0 x 23 mm promus des was implanted as treatment and residual stenosis was 0%. The pt was discharged one day post procedure on aspirin and plavix. The circumflex artery suffered degradation of its diameter due to the plaque shift at the bifurcation with the lateral branch when initially stented. No additional event or pt info is available. Your are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.